Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was experienced low blood glucose. Blood glucose at the time of event was 32 mg/dl to 40 mg/dl. Customer treated with food. The customer experience fatigue and sweating. Current blood glucose was 179 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Whether customer use auto mode or not was unknown. Customer use auto mode feature at the time of high blood glucose event. The insulin pump will not be returned for analysis.